Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had variable threshold. Additional information indicated that the lead was repositioned, and the thresholds were fine thereafter. This rv lead remains in service. No additional adverse patient effects were reported.